Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving insufficient information, unexpected medical intervention, delay to treatment/therapy, disruption of subsequent medical procedure, infusion or flow problem, communication or transmission problem.

Manufacturer narrative:
The actual date of event is unknown. The root cause for the reported issue that the pump issue, serious injury- communication or transmission problem was not determined the reported issue that there was the pump issue, serious injury- communication or transmission problem could not be confirmed no further investigation of this event is possible at this time. Device was not returned to manufacturing facility.

Event description:
A report was retrieved from health (B)(6) medical device incidents database regarding issues involving insufficient information, unexpected medical intervention, delay to treatment/therapy, disruption of subsequent medical procedure, infusion or flow problem, communication or transmission problem.